Manufacturer narrative:
The manufacturer received further information identifying the following. A fellow performed the decalcification of the annulus and made a dehiscence of the anterior leaflet of the aortomitral curtain. They tried to patch this and continue on but after coming off pump the root ruptured. They attempted to use the solo in the second attempt and used a patch but this didn¿t work so they removed the solo and then put a freestyle valve in the patient. The patient spent some time in hospital and dialysis and then went home doing well. The surgeon doesn¿t not blame either valve and said the patient had delicate tissue and the fellow may have taken too much when decalcifying the annulus. Patient remained stable following dialysis care. The devices are not available for analysis. Based on the information received the event is not attributable to any factors related to the devices involved and can be attributed to a procedural error in which excessive decalcification was performed. Given this information no further investigations will be performed. The root cause is deemed to be cause cannot be traced to device : adverse event related to procedure. Fields changed: b4, b5, g4, g7, h2, h6.

Event description:
On (B)(6) 2020 a patient received an aortic valve replacement. The manufacturer was notified that both a perceval pvs23 (this event) and a solo smart art19smt (etq 2020-04240) were implanted and explanted on the same day. The manufacturer received further information identifying the following. A fellow performed the decalcification of the annulus and made a dehiscence of the anterior leaflet of the aortomitral curtain. They tried to patch this and continue on but after coming off pump the root ruptured. They attempted to use the solo in the second attempt and used a patch but this didn¿t work so they removed the solo and then put a freestyle valve in the patient. The patient spent some time in hospital and dialysis and then went home doing well. The surgeon doesn¿t not blame either valve and said the patient had delicate tissue and the fellow may have taken too much when decalcifying the annulus. Patient remained stable following dialysis care. The devices are not available for analysis.

Manufacturer narrative:
This is to inform you that this report (MFR report 00174) is duplicate of MFR report 00161.

Manufacturer narrative:
Unknown disposition.

Event description:
On (B)(6) 2020 a patient received an aortic valve replacement. The manufacturer was notified that both a perceval pvs23 (this case) and a solo smart art19smt (etq 2020-04240) were implanted and explanted on the same day. No further information was received.